Event description:
During an angioplasty and stenting procedure (lesion location unk), the balloon of the stent delivery system (sds) ruptured at 8 atmospheres (atms) when inflated with an indeflator. There is no info concerning the pt, vessel characteristics, or procedural info. There is no info as how the procedure was completed. It was noted that the stent was placed in the correct position. There was no adverse consequence to the pt.

Manufacturer narrative:
It was reported that the balloon ruptured. The intended procedure was stenting of an unk lesion. Vessel and lesion characteristics were not provided. The palmaz stent delivery system (sds) was advanced to the lesion, and the balloon was inflated using an indeflator; however, the balloon ruptured at 8 atmospheres. The stent was placed in the correct position, however, it is unk if the stent was post dilated. No add'l pt, lesion/vessel or procedural info is available. It is unk if any difficulty was encountered while advancing the sds to the lesion or while crossing the lesion. The device was not returned to cordis for analysis. In this case, there is not enough info to determine what factors may have contributed to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.